Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the procedure was completed by restarting the system. It was reported that the system prompts a warning " geometry movements partly available". Upon further inspection, philips remote service engineer (rse) checked the ipc bios battery and re-plug the xmp board which didn¿t work and confirmed the geo ipc replacement. The defective host pc was returned for failure analysis and confirmed that the cmos battery was scrapped, and no failure found with the geo ipc. Philips field service engineer (fse) visited onsite and replaced the geo ipc. After the replacement of geo ipc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system has geometry movement warning occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's geometry movements were partly available. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.